Event description:
It was reported by the attorney that in 1999 the pt underwent a five vessel bypass procedure. Ethicon sutures were used to suture the arteries. It was alleged that the suture over the main artery of the pt's heart broke postoperatively. As per the attorney, this caused blood to leak into the pericardial sac. On june 18, 1999, the pt awoke with complaints of pain and was taken to the hosp. Due to the amount of blood leaking into the pericardial sac, the pt went into a cardiac arrest and subsequently died the same day.